Event description:
The customer reported that ac inlet was pulled out and that the connection was broken.

Manufacturer narrative:
(B)(4). The customer reported that ac inlet was pulled out and that the connection was broken. The customer ordered a new ac power module which resolved the failure. As of (B)(6) 2011, there have been no further reports of this issue from this customer site.